Manufacturer narrative:
The rate/sense portion of this lead was capped. The shock portion remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increase pacing impedance measurements, including out of range measurements. An increase in threshold measurements was also observed along with noise on the rate/sense channel. An invasive procedure was performed and a new rate/sense lead was implanted. No adverse patient effects were reported.